Event description:
It was reported that a user of the ilet bionic pancreas experienced a hypoglycemic event with a lowest dexcom g7 cgm value of 68 mg/dl, lasting about 8 minutes, after an unannounced snack earlier in the evening; the system issued a low alert and the user treated with two glucose tablets, returning glucose to range. Symptoms included hypoglycemia. Outcomes included resolution at home without medical intervention or hospitalization. Investigation included review of synced device and cgm data, alarm history, user inputs, infusion set status, recent activities, and potential confounders such as stress. Investigation of this case revealed no device alarm malfunction, no infusion set or tubing issues, no external insulin, and a plausible behavioral contributor due to an unannounced carbohydrate intake several hours prior, though a definitive cause was not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.